Manufacturer narrative:
Battery bat200344 was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of bat200344 revealed that the device met specifications; the battery passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, con187169, did not contained the smr software. Analysis of the controller's (con187169) log files revealed several premature power switching events involving bat200291, bat201726, bat200125 and bat202519 from 02/24/2016 to 03/10/2016. Analysis of the controller log files determined that bat200344 was not involved in power switching events. Log analysis did, however, confirm that the patient was experiencing power switching events. The most likely root cause of the observed power switching events can be attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to address communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01541 and 3007042319-2016-01542) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01541 and 01542) submitted for devices related to the same event.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). The batteries were changed and there was no impact to the patient.

Manufacturer narrative:
(B)(6) competent authority requested for the controller (B)(4) to be tested for power switching events. Controller was received under (B)(4) and MFR # 3007042319-2016-02306 for a loose connector event. The controller, (B)(4), was returned under (B)(4) as a result of a loose connector found during the smr upgrade. Analysis performed under (B)(4) revealed that the controller passed functional testing but failed visual examination as a result of a loose connector on power port 1 of the controller. This observation is not related to the reported power switching events. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Analysis of the controller included allowing the unit to run for a period of time; the results revealed that premature power switching was not replicated. The most likely root cause of the observed power switching events can be attributed to a communication error between the controller and batteries. The manufacturer has opened an investigation to evaluate the communication errors between the controller and batteries this is one of two reports (3007042319-2016-01541 and 3007042319-2016-01542) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.